Event description:
Additional information was received from the patient reporting that they had so many allergies to most everything and that they had two back surgeries that were complete failures. The patient noted their life had been in pain with a power chair and that they could not do anything without help. The patient¿s body was ruined with nerve damage and a terrible heart condition from the second surgery. It was noted ¿10 hours on my head.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ¿stimulator implant was the worse pain¿ that she had ever had. It was further reported that ¿it caused so much pain in eight days [that] they took it out.¿ no further event information was reported.